Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and the device was found in back-up vvi mode (bvvi). The patient underwent radiotherapy in (B)(6) 2017 and this was the suspected cause of bvvi. The device performed an automatic firmware download to restore normal device function. The patient was stable with no consequences.